Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04333. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Due to mesh erosion the patient underwent excision of mesh on (B)(6) 2007, (B)(6) 2009 and (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-04333 and medwatch 2210968-2013-00500 and medwatch 2210968-2013-00501. The same patient is represented in each medwatch.